Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013, with the following findings: investigation revealed a dim and discolored display screen. Unrelated to the complaint, a review of the black box revealed one power on reset on (B)(6) 2013, at 8:30am. The time and date was accurately set at start of investigation. The rewind, prime and load steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hours and reinserted, the pump time and date was found to reset to factory settings. Also unrelated to the complaint, the keypad was found to be torn around the contrast keypad button; all keypad buttons were found to respond to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.